Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when disconnecting from the homechoice, the sponge in the shield fell apart. This event occurred during use. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Additional information: the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was found that the sponge was separated from the connection shield. Functional testing performed and the reported problem was verified based on the sample evaluation. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.